Manufacturer narrative:
Additional information: (b.5.) Event description. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the clave on tpn line could not be removed. At least 5 nurses on the unit tried to remove the clave but were unsuccessful. Provider notified, provider wants tpn held until clave removed. Inpatient consult to critical care nurse to see if they could help remove it, waiting for their arrival.

Event description:
(B)(6).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.